Manufacturer narrative:
Concomitant medical product: 429888 lead, implant date: (B)(6) 2018; w4tr01 ipg, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise, undefined high impedance and polarity switch. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.